Event description:
It was reported that the patient had a third implant done in (B)(6) 2013 and the entire previous system was replaced. About 1 month after implant, the patient initially said 6 months, everything was taken out in (B)(6) 2013. It was noted that during the implant the patient had an infection under the implantable neurostimulator (ins) and that was the reason the system was explanted and all the components were removed. The patient currently did not have an ins and did not want another one in. Additional information received reported that the patient wanted to express a total level of dissatisfaction. In (B)(6) 2013 the patient¿s health care provider (hcp) was going to put a whole unit in and they went in and rewired it. It was noted that the wires were in and they did the whole drill to see what was going to capture but the patient had a little redness around the implant area and around the wire area. The patient¿s hcp said it would be ok and they would just go ahead and put the new one in and they implanted the new one. It was reported that this resulted in a major staph infection for the patient, which created a huge infection in their back under the implant. When the patient contacted their hcp to notify them of the infection their hcp was out of town. It was stated that the patient was sick and really ill because of the major staph infection so they went to see their primary care physician (pcp) and the pcp put the patient on IV antibiotics to get the infection down. When the patient¿s hcp became aware that the patient was on antibiotics one of the hcp¿s posse called and told the patient that it was the wrong antibiotic and wanted to change it but the patient refused. It was reported that the patient turned the ins off because of the infection. When the patient¿s hcp got back into town the infection was essentially gone and the hcp removed the entire system out. It was noted that the patient confirmed that the infection and system removal took place between (B)(6) 2013. The patient never wanted to see their hcp again and believed that there were only 2 reasons that an infection like theirs could happen. It was reported that either it was improper technique or there was something contaminated with the implant and the patient believed that it was likely the fault of their hcp. The patient¿s hcp assured them that they would get to the bottom of what caused the infection but the patient had not heard anything back at all from their hcp¿s office. It was noted that the hcp inferred that the manufacturer would take the device or the lead wires and evaluate them. The reason the patient was calling was because they received a response requested letter in the mail. It was confirmed that the patient no longer had the infection but that it resulted in a bunch of scar tissue back there and back pain. The back pain began at the same time the patient got the infection and the patient was seeing a sports medicine hcp for back pain and other unrelated back issues.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va04bgv, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(6), product type programmer, patient. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The hcp indicated that the patient never had particularly good success from therapy and that the patient's body habits had not been conducive to having the ins. Recently the patient had noticed purulent drainage and was evaluated in the clinic where the patient was found to have a central defect overlying the implant with expression of purulence. After discussion with the patient the patient and hcp determined the best course would be to removal the implanted system. The system was explanted without difficulty. The hcp indicated that the patient had become infected recently and had also been treated by another hcp for falls. The patient had been on antibiotics already at the time of the examination and while tissue was fairly necrotic at the central portion, there was no evidence of spread beyond the generator area. Patient was awoken after surgery and moved to postanesthesia care in good condition. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.